Event description:
The customer contacted stryker to report that their device's on/off button is intermittently not functioning. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. It was determined that the device was unable to be repaired. The customer received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's on/off button is intermittently not functioning. As a result, the device may be unable to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.